Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer's insulin pump had been ramping up the number when attempting to program a bolus. The customer's husband removed the battery, and the insulin pump alarmed button error. The customer's blood glucose was 317 mg/dl. The customer declined troubleshooting for high blood glucose. The customer did not recall any significant events leading to the keypad issues related to the numbers ramping. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. No button error alarm was noted. All of the buttons functioned properly and no button error alarm was noted. However, moisture damage was noted on the keypad traces.